Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing threshold was observed. Lead was capped and replaced during device change procedure. Sensing threshold was low with the new lead also and the physician thinks it is patient related. Patient's condition was fine.